Event description:
The device was returned to the manufacturer after being used as a loaner. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the ring cover was contaminated, one side bail cover was broken, the upper and lower cases were cosmetically damaged, and the battery flex was out of specification (torn).